Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
The customer reported a check vent alarm. There was no patient involvement. The customer contacted tech support however the call was disconnected so an evaluation was not possible. The customer replaced the battery and the issue was resolved.